Event description:
It was reported to philips that the device was found to have a soft key not working during bench repair. There was no patient involvement. The customer requested that the device be returned for bench repair. The device was received by the bench repair service on (B)(6) 2021. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty bezel assembly. Based on the conclusion of the investigation, it was determined that this was a malfunction of the bezel assembly. The bezel assembly was replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.